Event description:
The reporter contacted animas on (B)(6) 2012 alleging that when priming new tubing, the pump dispensed insulin during the load cartridge step, and then during the prime step only 3 units were required. The patient was reportedly not connected to the pump when this occurred. This report is being made based on the alleged malfunction. There was no reported adverse event related to this malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall - 2531779-03/24/2010-003-r.